Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon went to fire staples so that the distal ends did not meet but they crossed. The surgeon then opened another instrument to complete the case. There was no consequence to pt.